Event description:
It was reported that during a routine testing , the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.

Manufacturer narrative:
Corrected data: e3 updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon fse arrival on site, the reported issue was verified. The fse then found the cover on the rescue cart to be damaged on the back causing the 300psi check valve to be bent causing the leak. The fse replaced the check valve and rear cover as it was damaged beyond repair. The fse then performed numerous leak checks and the unit passed all calibrations and tests and was returned to the customer for use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0441-00-0194 - had physical damage. Part number 0367-00-0114 - had physical damage. Part number 0103-00-0634 - was broken from the helium fill manifold assembly. Part number 0104-00-0014, serial number (B)(6). These parts were received with a reported failure of a helium leak and a damaged case. Fat was able to verify the reported issue of the damaged case. Pn 0104-00-0014 cannot be tested due to it being separated from the helium reservoir assembly. Retaining the parts in the failure analysis and testing department per procedure.